Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse noted that the patient should have completed rewarm 38 minutes ago, however the patient was still 36.4c in an arctic sun device. The box now reads controlling instead of rewarming. Advised this would change when the patient reaches the end of the time, they should have reached target, however it should still be trying to get the patient there if they were not already. Water temperature (wt) was 40.1c. Advised this was the warmest the water was able to go. Asked if there was a secondary probe in place, if they have checked placement on the esophageal or if they could move it to the bedside. They have no secondary probe, probe was in place, they did not have a cable to connect to bedside. Advised they could verify the accuracy of the patient temperature and if this was accurate the issue was likely clinical, or patient related. Advised to monitor skin closely due to the warm water.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse noted that the patient should have completed rewarm 38 minutes ago, however the patient was still 36.4c in an arctic sun device. The box now reads controlling instead of rewarming. Advised this would change when the patient reaches the end of the time, they should have reached target, however it should still be trying to get the patient there if they were not already. Water temperature (wt) was 40.1c. Advised this was the warmest the water was able to go. Asked if there was a secondary probe in place, if they have checked placement on the esophageal or if they could move it to the bedside. They have no secondary probe, probe was in place, they did not have a cable to connect to bedside. Advised they could verify the accuracy of the patient temperature and if this was accurate the issue was likely clinical, or patient related. Advised to monitor skin closely due to the warm water. Per customer via phone on 08may2024, it was reported that they only had questions about the accuracy of the device and needed clarification on properly using the device. No impact to the patient and therapy was completed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.